Event description:
Note: the patient received two leads from the same lot number. The patient has a pre-existing medical condition that causes her to go into shock and require the use of an epi-pen. The physician implanted two leads for a trial procedure. During the procedure, the patient felt that she was going to have an episode. The procedure was briefly interrupted as the patient's son administered the epi-pen. The patient was able to sit up and the issue was resolved. The implant procedure was completed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.